Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew2934 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported powerpicc solo wire was bent out of packaging. A new device was used and no patient issues reported. No other information was provided.